Event description:
Related manufacturer report number: (B)(4). During an in-clinic follow-up, failure to capture and high pacing impedance were detected on the right ventricular (rv) lead. An x-ray was performed and showed no abnormalities. The suspected cause of the event was due to a subclavian crush. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.